Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
As per the contour next control solution user guide, "squeeze a small drop of solution onto a clean, nonabsorbent surface." The customer did not follow this instruction. The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that he ran control tests and obtained readings of 127 mg/dl at 1:02 a.m., 132 mg/dl at 1:05 a.m. And 137 mg/dl at 9:57 a.m. With the contour next ez meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. During the call, three additional control tests were run by the customer and the readings were properly marked as control tests. There was no allegation of an adverse event. The customer refused to return the device for evaluation. A replacement control solution vial was sent to the customer.